Event description:
Additional information received reported that the revision had been rescheduled for (B)(6).

Event description:
Additional information received reported that both leads were replaced during revision. It was stated that during post-operative programming, the patient felt stimulation where she needed it and did not experience shocking. It was stated that the old leads were cut during removal and the hcp did not feel that they needed to be sent in for analysis.

Event description:
It was reported that a sensor patient was complaining of a shocking sensation, even when they made a slight movement. It was stated that the patient described it as when shifting position while sitting up, they got an intense shocking sensation. It was stated that impedances were all between ¿700 lowest and highest was 1000 ohms.¿ it was stated that the issue just started, and that the patient was fine for a while after implant. It was stated that the patient met with another manufacturer¿s representative ¿not long ago¿ for reprogramming and the patient went home and started to notice the shock. It was stated that the patient was reprogrammed today and the patient was not getting shocking at the moment. It was stated that the shocking or surges was ¿everywhere over whole body¿. It was noted that normal location of stimulation was in lower back and legs. It was indicated that one lead provided that stimulation, however, the other lead when programming on any contact gave stimulation in the shoulder and arm. It was stated that the caller ¿suspected possible lead migration on this lead¿ but this had not been confirmed. It was stated that ¿what¿s weird was that the shocking was isolated to the lead that provided normal stimulation, not the lead that provided shoulder and arm stimulation¿. It was stated that the implanting healthcare professional (hcp) didn¿t use an anchor and just sutured directly to the lead. Additional information received reported that weeks later, the patient was getting shocking sensations and stimulation in non-painful areas. It was reported that an x-ray of the leads showed that one lead migrated up to t2. It was stated that this lead when programmed provided stimulation in the chest and arms which was not needed. It was stated that the other lead was still ¿in perfect place at top of t8¿. However, it was reported that when this lead was programmed, the patient experienced shocking sensations all over her body intermittently. The patient stated that she had not experienced a fall or any sort of high impact. It was reported that the patient was scheduled for a lead revision/replacement on aug 4.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).